Event description:
In 2001, family member reports a handicapped pt bit down on the end of the yankauer and broke the tip off. The piece was removed from the trach in the emergency room without any complications.